Event description:
It was reported to philips that the system was not booting up, it was stuck at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use at the time of the event. Analysis of the log files could not confirm any malfunction with the system. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that the main power distribution unit(mpdu) fuse was blown. The mpdu fuse was replaced but the issue was not resolved and after further analysis it was detected that the surgical light arm was the cause of fuse to keep blowing. Power was temporarily removed from surgical light and the surgical light arm was replaced. After replacing surgical light arm and fuse, the system was handed over to customer in normal working condition. The codes were updated based on the investigation outcome.